Manufacturer narrative:
(B)(4). The actual device involved in this complaint was not received for evaluation by the manufacturer at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted. Devices (13) were taken from the current production p/n 425-00 concha neptune lot # 73g180002n, and functionally inspected. During the test issue reported "unit is not reaching temp during use" was not observed in the current manufacturing process. Trend analysis of device reported found three complaints with similar issue for date range (B)(6) 2017 to (B)(6) 2018. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on this initial investigation. The device sample is needed to confirm this complaint. If the device sample becomes available, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges that the device is not heating to the proper temperature. Alleged malfunction reported as occurred during a patient use. No patient harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, and a universal column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without interruption for two hours once the operating temperature of 37c was reached and maintained. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
Customer complaint alleges that the device is not heating to the proper temperature. Alleged malfunction reported as occurred during a patient use. No patient harm reported. Patient condition reported as "fine".